Event description:
It was reported that the ilet device¿s touchscreen was damaged when the user bumped the screen on a counter corner, resulting in no screen visibility and subsequent trouble using the device; the device was not synced before shutdown and will be returned, and the user attributed an elevated glucose reading to a recent snack. Symptoms included hyperglycemia reaching 204 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.